Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise resulting in mode switching. The noise could be reproduced with isometrics; the sense trend was variable. The patient was asymptomatic. The lead was explanted and replaced during routine device change out procedure. The patient was stable post procedure and would continue to be monitored.